Event description:
Subsequent to lasik surgery with the intralase fs laser, several patients (8) developed diffuse lamellar keratitis (dlk) postoperatively. All the treated eyes required secondary surgical intervention to lift and rinse the corneal flap. The patients' visual acuities were not adversely affected by the inflammation.